Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. No unexpected scroll bar moving during testing. Also received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 162 mg/dl. Troubleshooting was performed. The device was returned for analysis.